Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 300 mg/dl.